Event description:
Pt reported that their one touch ultra meter kept giving error 5. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given to the pt. A replacement meter was sent to the pt. No further clinical info was provided.